Event description:
On (B)(6) 2010, the local philips subsidiary reported that the device had been serviced. The device failed the opcheck test. Per the service manual, the power pca was replaced. The device passed all testing and was returned to service. There was no reported pt involvement. On (B)(6) 2010, the local philips rep provided new info that makes this complaint reportable. The local philips rep visited the customer site and collected the device error log. The error log was found to contain supply voltage errors and charge/shock errors.

Manufacturer narrative:
(B)(4) 2010, the local philips subsidiary reported that the device had been serviced. The device failed the opcheck test. Per the service manual, the power pca was replaced. The device passed all testing and was returned to service. There was no reported pt involvement. On (B)(4) 2010, the local philips rep provided new info that makes this complaint reportable. The local philips rep visited the customer site and collected the device error log. The error log was found to contain supply voltage errors and charge/shock errors. We will consider this to be a malfunction of the power pca.